Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was hospitalized due to intense pain in the abdomen and joints. A CT scan of the upper and lower abdomen was performed to investigate possible gastric perforation, as well as a cardiogram and "biochemical check". It was reported that the tests came back with no findings. It was found that the patient's stoma site was irritated. The patient received IV zinacef, flagyl, and painkillers. On 12 dec 2022, the patient was discharged from the hospital, and prescribed oral flagyl 500 mgs every 8 hours, and zinadol 500 mgs one every 12 hours.